Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that customer was hospitalized due to low blood glucose with unknown date with unknown blood glucose. Customer was also hospitalized due to covid. The customer did not experience any symptoms such as a result of low blood glucose. It was unknown whether the customer was using auto mode at the time of reported event. The insulin pump will not be returned for analysis.